Manufacturer narrative:
(B)(4). Maude report # mw5076207. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure; ¿the stapler was inserted into the rectum, discharged, and removed. On removal of the stapler, it was discovered that the end piece of the stapler was retained in the patient. The surgeon had to remove the retained piece.¿ there were no patient consequences reported.